Manufacturer narrative:
Date sent to the FDA: 03/31/2011. (B)(4) - compression of vena cava occurred, progressive pulmonary failure occurred. Conclusion: the device information for use states that; "although packing or wadding may be medically necessary, surgicel absorbable hemostat (oxidized regenerated cellulose) should not be used in this manner unless it is to be removed after hemostasis is achieved".

Event description:
It was reported that a patient underwent a mitral valve repair procedure and absorbable hemostat was used as mediastinal packing. The patient experienced a delayed obstruction of the vena cava superior, necessitating a repeat thoracotomy on the fourth postoperative day and curettage of the hemostatic material, with revision of the situs. The hemostatic material was not obstructive on the first unenhanced CT scan, which was performed the first postoperative night due to progressive pulmonary failure. There was no evidence of superior vena cava compression at the time of the first CT scan. Although compression of the superior caval vein was well visualized, its cause was prospectively not properly determined. The air-containing mass which led to compression of the superior caval vein, proved intraoperatively to correspond to the absorbable hemostat conglomerate, which made a delayed volume expansion during the four days after the initial packing. After the repeat thoracotomy, the patient could be transferred to the ward on the 21st postoperative day and was discharged from the hospital the 45th postoperative day in good condition.